Event description:
Sq remodulin ms3 pt spontaneous inbound call directly from dr. (B)(6) from university of (B)(6). Doctor is in patient's room, can hear patient in the background. Md says patient was admitted today due to having symptoms after being off of remodulin for unknown amount of hours. Doctor stated patient's alarm did not go off to tel her she was out of medication overnight. She woke up at 10 am and felt terrible and realized she was out of medicine and not infusing. She went to ER. Patient restarted back at her normal dose{43nkm at pump rate of 0.018ml/hr) on her own with no titrations. Dr. (B)(6) is unfamiliar with remodulin. Advised it is typically restarted slowly. Dr. (B)(6) states patient is currently stabilized with no symptoms for about 4 hours and will reach out to cardiologist. Sn (B)(6) of affected pump. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Pt went to hosp. Is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes, at hosp pt restarted therapy. Reported to (B)(6) by health professional.